Manufacturer narrative:
The customer reported that none of the parameters are showing on screen for this bedside monitor or crossing over to the emr. Technical support (ts) troubleshot the issue and determined that due to the fact that no readings are showing on the main unit, the two problems are related to them not getting readings from the patient. The issue appears to be with cabling. The customer later reported that they resolved the ECG issue by replacing the leads with brand new ones. There was no patient injury reported.

Event description:
The customer reported that none of the parameters are showing on screen for this bedside monitor (bsm) or crossing over to the emr. There was no patient injury reported.